Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, it was reported that the patient swallowed an external disposable battery (date not reported). No reports of patient injury are associated with this event.